Manufacturer narrative:
(B)(4). Correction/additional information. The customer reported to baxter (B)(4) a blood/solution pressure pump long line infusion set in which a fracture at the bi-furcation of the proximal injection port occurred. The condition occurred during patient use; however, there was no patient injury or medical intervention associated with this event. No additional information is available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Correction/additional information. Access. Correction/additional information. Common device name: set, administration, intravascular.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility representative contacted baxter to report a pressure infusion pump in which there was a fracture at the bifurcation of proximal injection port. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.